Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that insulin pump had damage on the lip ring. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's mother reports that lip ring was coming off. Customer's mother reports reservoir was not able to locked in place. The insulin pump will be returned for analysis.